Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient went in to have their ins replaced due to end of service and during an impedance check, it was discovered that contacts 0 ¿ 7 had out of range impedances. The stimulation was working well and they decided to replace the ins and not revise the lead. The issue was resolved and no symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-jul-27. It was reported that the cause of the high impedances was not determined but x-rays showed that there was a possible break or sharp ben in the lead. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.